Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed checks and found the pinch valve operation at aspirate position 1 to be sporadic. The pinch valve was replaced. The fse replaced the valves for w1 delivery at dispense 2. The fse ran 15 replicates of qc with acceptable cvs. The cause for the discordant vitamin d total result is unknown. The instrument is performing within specification. No further evaluation of the device is required. The IFU states in the results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
A false high advia centaur xp vitamin d result was obtained on a patient sample. Repeat testing was performed on the patient sample and the result was lower. The patient sample was repeated in triplicate and the result was lower. The quality control (qc) was acceptable for these runs. The patient sample was repeated due to qc high on (B)(6) 2014. A corrected report was sent to the physician. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the vitamin d discordant results.